Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigations. Verification of the event details via logs could not be performed because the accessory's usage is not present in the logs.

Event description:
User facility report (B)(4) was received stating: "robotic scissor found while using in two pieces. Surgeon removed both pieces. The pieces removed were put together and looked whole. No x-ray needed per surgeon and management tip cover accessory." The report source was contacted for additional information, but they did not have additional information to provide and suggested contacting the operating room (or) nurse manager for any needed additional information. The two or nurse mangers contacted declined to provide additional information regarding this event.